Event description:
Aspen surgical received a report from our distributor indicating that a sharp object was inside the sterile pouch, which could puncture the sterility seal. No injury/death was reported. This is entered in our system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with a sharp object in the sterile pouch, which could puncture the sterile seal. The actual device will be returned for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with a sharp object in the sterile pouch, which could puncture the sterile seal. The device was returned for evaluation. After an investigation which included evaluation of the device, the device history record, and analysis results, it was determined that there were two main concerns. The first concern was a training issue, as employees are restricted from wearing jewelry or removeable accessories. All affected employees were reminded of this and retrained regarding aspen's policies as well as cgmp's. The second concern was that this problem (earring in pouch) was not caught prior to release. We have human inspections on these, but it is not 100%. It was not noticed as the product went down the production line, and our sampling plan would typically not catch a one-time mistake like happened here. This can be considered the final report, however if any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a sharp object was inside the sterile pouch, which could puncture the sterility seal. No injury/death was reported. This is entered in our system as comp (B)(4) .